Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee procedure on unknown date and the barbed suture was used. Six weeks after the procedure, MRI was done on the patient and showed that the suture had broken into pieces. The patient underwent a revision procedure on (B)(6) 2017 to address this issue and the suture was removed. The surgeon opined that the suture/barbs might be dissolving too quickly because the barbs were almost gone when they took the suture out. Additional information has been requested.